Event description:
The power cord was damaged due to the bed being moved without being unplugged. The bed fuse and the main fuse for the wall receptacles opened. A patient was allegedly on a ventilator during this event. The ventilator lost power resulting in the patient expiring. The customer feels the loss of wall power was due to the bed power cord being damaged.